Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. It is likely that the failure to cross was due to anatomical conditions which was described as 90% occluded. As a result, the tip of the barewire prolapsed and ultimately separated while attempting to cross the occluded lesion. Unexpected medical intervention was required by using a snare device to move the separated tip. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% occluded lesion in the left internal carotid artery with mild calcification. The large emboshield nav6 embolic protection system (eps) was attempted to be advanced to the intended location; however, the eps failed to cross the lesion. During the advancement attempt the distal end of the barewire prolapsed and became separated. Therefore, the eps removed and a snare was used to remove the distal end of the barewire. There was no adverse patient sequela. No additional information was provided.